Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5x23mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g, promus element, mr, ous 3.50x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The first stent strut on the distal end was lifted and pulled out slightly. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red blood like substance was observed on the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5x23mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.